Event description:
Event description: the main battery burst. It was going for its annual preventative maintenance - it completed preventative maintenance. They replaced the battery before the maintenance and charged it. It started alarming, when the biomed went to check it the battery was hot. Note: this is third party battery that burst in the pump.(B)(4).

Manufacturer narrative:
Investigation results: the complaint for the battery overheating was confirmed. Upon visual inspection of the battery there was evidence of battery discharge on the casing. The battery used was a non-original equipment manufacturer part. The pump could not be tested to duplicate the event as the battery was completely inoperable. The root cause was determined to be the charging ic u113, part number 102400, on the main board of the unit. The main board, (B)(4) was replaced to correct the issue. Preventative maintenance on the pump was also performed.